Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and the pump touchscreen was unresponsive. The customer declined troubleshooting from tandem technical support, therefore no additional information was obtained.